Event description:
Consumer complaint of high blood results. Customer complaint to distributor ((B)(4)) and distribution reported complaint to ndi. Customer felt that the meter was running high and returned it to the pharmacy where purchased ((B)(6)). Pharmacist performed a test on the meter and customer reported that the reading was "off". Pharmacy exchanged meter with another. Customer reported that the new meter was also running high. Customer states that she ended up in the hospital because the meter was reporting her blood sugar was one thing, and it was low. Customer care at ndi attempted to contact customer for more info and received the message that "cannot accept calls at this time". A complaint from the customer was reported on (B)(6), where customer stated meter was reading high. Control test performed (44) was within range (31-61). Troubleshooting the memory during the call did not show any high results in memory and back to back blood tests performed at the time of the call yielded results of 90mg/dl and 83mg/dl. Customer stated that an earlier result was 89mg/dl and she felt that it should have been much lower due to the way she was feeling.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).